Manufacturer narrative:
(B)(4). After review of reported event, there is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. There were no technical services requested or performed related to the reported event. No further information was able to be obtained from this customer. The customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. A review of the complaint trends showed that the frequency reported was within known levels for this event. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a posterior capsule tear during a laser assisted cataract surgery on a patient's right eye. The surgeon is not sure what caused the tear but does not think it was the laser. The laser portion was difficult to perform though. The patient broke suction during optical coherence tomography scans. The patient was re-docked with suction but surgeon broke suction as they were unsure of control point placement on circle scan. The surgeon docked with suction for a third time and completed the laser portion without any other complications. An anterior vitrectomy was performed. A monofocal intraocular lens (iol) was planned. The surgeon implanted an anterior chamber iol without complication.